Event description:
A customer contacted beckman coulter inc, (bci), regarding erroneously high retic counts of 15.59% and 13.13% respectively generated by the unicel dxh 800 coulter cellular analysis system for one patient. The customer performed a manual smear review and a count of 1.7% was obtained. The result of the manual count was accepted as the correct result and was reported out of the lab. The erroneous results were not reported out of the lab. Based on the information provided there was no change to patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in a 3ml grenier vacutainer tube. No further information was provided for the sample. Qc was performed before and after the event; all results recovered within assay limits. Based on raw data analysis: the manual reference for this specimen run is 1.7%. Review of the patient runs is consistent with excessively high retic % as compared to the manual reference. From the retic module, there is a clear secondary population on light scatter that resides in the expected location of the reticulocytes population. Service was not dispatched for this event. Root cause is unknown; however, per bci instruction for use (IFU) no claim is made for accuracy vs. A manual method.